Event description:
A malfunction was reported by the customer, indicating a persistent error code 16-0x20e6 on their pump. There was no reported adverse impact to the customer¿s blood glucose level, as no specific information regarding blood glucose values was provided. The customer was instructed to reset the pump by turning it off and on, but the malfunction persisted. The pump is expected to be returned for further examination, and a replacement pump has been arranged.